Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 bubb det sensor, low level ii. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that an s5 bubble sensor was not detecting bubbles. There was no patient involvement. The bubble sensor was returned to sorin group (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects. Functional testing and a hardware analysis could not reproduce the reported issue. One measurement was found to be slightly out of tolerance during analysis, however this measurement is unrelated to the reported issue. The returned sensor was scrapped upon completion of the evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 bubb det sensor, low level ii. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that an s5 bubble sensor was not detecting bubbles. There was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that an s5 bubble sensor was not detecting bubbles. There was no patient involvement.